Event description:
Caller tested 6.2 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. Customer was instructed to take lovenox for 2 days and her coumadin dose was increased to 10 mg for 2 days based on the lab result. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.